Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the left ventricular (lv) and right ventricular (rv) leads. Diagnostic imaging was performed and confirmed the leads were dislodged due to twiddler's syndrome. The leads were both explanted and replaced and the patient was in stable condition. Related MFR number is 2017865-2018-13396.